Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to the pt being unable to neuroadapt to the iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/05/2009, 11/09/2009, 11/24/2009, and 12/01/2009 by phone, fax, and mail. A completed questionnaire has not been received.